Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., d.10., h.3., h.6.

Event description:
The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, deformation, wear abrasion. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported "a lot of fluid build up." Health professional reported an "exchange from textured to smooth breast implants due to the patient¿s concern with the product" and "10cc's of seroma fluid." The device was explanted.

Manufacturer narrative:
Information contained in this report has previously been submitted via psr on 10/15/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "a lot of fluid build up around the right side implant and the breast is way different." This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "a lot of fluid build up." Health professional reported an "exchange from textured to smooth breast implants due to the patient¿s concern with the product" and "10cc's of seroma fluid." Device remains implanted.